Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of atrial lead, a warning triggered. Review of data indicated the atrial lead exhibited low impedance and indication of insulation breach. The atrial lead remains in use. No patient complications have been reported as a result of this event.